Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist one vessel sealer instrument associated with this complaint and completed its investigation. The reported complaint could not be confirmed or duplicated. The electrical continuity test passed. The vessel sealer was plugged into a test system properly with no issue to the instrument control box (icb). The blue light lit up on the icb indicating power was being delivered and that the unit was properly connected. The vessel sealer successfully passed the self-test on multiple attempts. An energy activation test was then conducted on the test system and no faults or error messages appeared during. A seal test was performed which indicated active power and a complete circuit. No loss of power and no intermittent energy were observed during testing. As an additional test, the grip force was evaluated and was found to be within specification. The electrode gap inspection was tested as an additional functional check and also passed. In addition, the gap between grips was verified to be within specification. A review of the system error logs indicated that the customer pressed the energy activation pedal consecutively on several attempts before switching to another instrument. The seal times were short and long in duration. No issues were observed during review of the logs which could be related to the reported event. Device history record (DHR) review - device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported based on additional information received on (B)(4) 2016 from the initial reporter. The reported sealing issue could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer was working as intended, and then energy stopped. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred. On (B)(6) 2016, intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information regarding the event and received the following: the vessel sealer was sealing, and then stopped sealing. No error message was displayed by the system or generator, however the customer continued to hear an audible tone after it had stopped sealing. No patient injury was reported to have occurred.